Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial#: (B)(4). Implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was an in-patient. The hcp noted that the ins had not worked for 6 months. No symptoms reported. No further complications were reported/anticipated.